Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade twelve hours post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6: health effect - clinical code - code 2001 added. H6: health effect - impact code - 4607 hospitalization added. H6: medical device problem code - 2682 added.

Event description:
Clinical information: (B)(6) - advance laa, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet steerable delivery sheath. During the procedure, the left atrial pressure was 7mmhg. The patient was in normal sinus rhythm. The transseptal puncture was inferior and mid. The device was successfully implanted with no recaptures. Twelve hours after the procedure, a pericardial effusion with cardiac tamponade was noted. It was believed that one of the stabilizing wires of the amulet occluder caused a perforation. A pericardiocentesis was successfully performed to treat the pericardial effusion and perforation. The patient status was reported as stable and had a prolonged hospitalization.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: health effect - impact code - 1802 death added. B2: date of death - estimated.

Event description:
Subsequent to the previously filed report, additional information was received: on an unknown date, the patient passed away. The cause of death is unknown.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade twelve hours post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From medical review: "this image suggests that the entire device could have been implanted 18-20mm more proximally, tolerating the risk of the laa-ts 3mm distance rather than the laa-pa 2mm distance. Sequence 32 is a 90/180 view confirming that the entire lobe is distal to the lcx, the disc is below the ridge. Laa-pa distance in the 180-deg appears ~3mm." H6 health effect clinical code: 1930, 1762, and 2067 added.

Event description:
Subsequent to the previously filed report, additional information was received: the drained fluid from the pericardiocentesis tested positive for p. Acnes. The patient was perscribed 6 weeks of antibiotics. On (B)(6) 2024, the patient was hospitalized due to cardiac arrest. They were ventilated and admitted to the intensive care unit. Bronchoscopy was performed and additional medication was administered. Patients condition deteriorated, and care was elected to be withdrew. The patient passed away on (B)(6) 2024. The cause of death is unknown, but in the physician's opinion possible causes included sepsis, renal failure, and pneumonia. Patient was noted in the days before their death to have been on antibiotics for infected pericardial space, as well as to have been diagnosed with aki with acute tubular necrosis and anal intraepithelial neoplasia, and human metapneumovirus. The primary investigator deemed the relation of the death to be probably related to the index procedure and unrelated to the amulet device and delivery system.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - advance laa, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet steerable delivery sheath. During the procedure, the left atrial pressure was 7mmhg. The patient was in normal sinus rhythm. The transseptal puncture was inferior and mid. The device was successfully implanted with no recaptures. Twelve hours after the procedure, a pericardial effusion with cardiac tamponade was noted. It was believed that one of the stabilizing wires of the amulet occluder caused a perforation. A pericardiocentesis was successfully performed to treat the pericardial effusion and perforation. The patient status was reported as stable and had a prolonged hospitalization. No additional information was provided.